Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation.the instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2017 with right sided weakness and aphasia with stroke score of 36. The onset was unknown. The patient was discharged with hospice care. The patient expired (B)(6) 2017. No additional information was provided.